Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation that a graspit urological grasping forcep was used in a cystoscopy stent removal procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, the grasping forcep was inserted into the cystoscope and positioned within the bladder to remove a ureteral stent. However, the prongs of the device would not close on the stent. The grasping forcep was closed and removed from the patient. The procedure was successfully completed using storz retrieval forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The investigation found the grasper closed and retracted within the sheath. The tip of sheath was slightly kinked, and the silver portion kinked each time the handle was actuated. The sheath may have kinked as the device was inserted into the scope without an introducer. Once the grasper is stuck within the sheath, continuous function of the handle to deploy the grasper may cause the sheath to stretch. When the handle was actuated to deploy the grasper, it was found that one grasper leg was missing and was not returned with the device. It had broken at the base. The nurse in the procedure confirmed the grasper leg did not detach inside the patient. The device was intact when inserted into the patient, however the device would not close to remove the stent. The device was removed from the patient intact, and the grasper leg "must have broken off after subsequent handling." No laser or lithotrite was used in the procedure. The most probable root cause for this complaint is operational context.